Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the ovation ix abdominal aortic aneurysm stent. Approximately one (1) month post initial procedure, it was observed by cta that the limbs were offset (implant movement) which resulted in restricted flow (occlusion) and thrombus build up. The patient is asymptomatic. The physician elected to treat the patient by implanting two (2) iliac limb ovation ix devices on (B)(6) 2018. There have been no additional patient sequelae reported.

Manufacturer narrative:
An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made and denied response were received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.